Event description:
It was reported that this insertable cardiac monitor (icm) device was explanted and replaced. At a scheduled icm device implant procedure the boston scientific representative called boston scientific technical services (ts). The boston scientific representative reported that there were a lot of noisy signals observed on the electrogram. The physician attempted to reposition the icm device several times to mitigate the noise but were unsuccessful. Ts advised the physician could decrease sensitivity on the icm device to possibly reduce the noisy signals. The sensitivity was decreased as ts suggested. The boston scientific representative sent ts two patient initiated interrogations (piis) to review. Ts reviewed and advised there is still a noisy baseline but the noise does dissipate towards the end of the event. The decision was made to leave the icm device implanted and observe. Subsequently the physician reversed the decision. The icm device was removed and another icm device implanted without issue. The boston scientific representative provides the icm device will be returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
This correction supplemental report was submitted with a correction to the explant date in report section d6b.

Event description:
It was reported that this insertable cardiac monitor (icm) device was explanted and replaced. At a scheduled icm device implant procedure the boston scientific representative called boston scientific technical services (ts). The boston scientific representative reported that there were a lot of noisy signals observed on the electrogram. The physician attempted to reposition the icm device several times to mitigate the noise but were unsuccessful. Ts advised the physician could decrease sensitivity on the icm device to possibly reduce the noisy signals. The sensitivity was decreased as ts suggested. The boston scientific representative sent ts two patient initiated interrogations (piis) to review. Ts reviewed and advised there is still a noisy baseline but the noise does dissipate towards the end of the event. The decision was made to leave the icm device implanted and observe. Subsequently the physician reversed the decision. The icm device was removed and another icm device implanted without issue. The device has been returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
Device has been returned and analysis performed. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. As a result, evaluation conclusion code "no problem detected" was selected.

Event description:
It was reported that this insertable cardiac monitor (icm) device was explanted and replaced. At a scheduled icm device implant procedure the boston scientific representative called boston scientific technical services (ts). The boston scientific representative reported that there were a lot of noisy signals observed on the electrogram. The physician attempted to reposition the icm device several times to mitigate the noise but were unsuccessful. Ts advised the physician could decrease sensitivity on the icm device to possibly reduce the noisy signals. The sensitivity was decreased as ts suggested. The boston scientific representative sent ts two patient initiated interrogations (piis) to review. Ts reviewed and advised there is still a noisy baseline but the noise does dissipate towards the end of the event. The decision was made to leave the icm device implanted and observe. Subsequently the physician reversed the decision. The icm device was removed and another icm device implanted without issue. The boston scientific representative provides the icm device will be returned for analysis. There were no adverse patient effects reported.